Event description:
It was reported that during dft testing at device change-out, the unit switched polarities after reporting a low, out of range high voltage lead impedance in the svc to can vector. The svc lead pin connection was checked and noted to be secure. Lead damage was suspected. The svc coil was programmed off. The patient will resume normal follow-ups. There were no adverse consequences for the patient.

Manufacturer narrative:
.

Event description:
New information received states that a merlin.net transmission showed a vf episode. The device detected an over current detection and switched to rv-can vector. The lead was subsequently capped and replaced successfully.